Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a burnt capacitor on the pace/defib engine board. The customer declined repair and the device was returned unrepaired and labeled not certified for clinical use. Analysis for reports of this type has not identified an increase in trend.